Event description:
A friend or family member of the patient reported a shocking sensation, with the most recent occurrence in the last 3 or 4 days prior to date notified. It was stated that the implantable neurostimulator (ins) is currently off but when the patient turns it back on it gives them a bad shock in their neck "when it pulls" and also possibly the head with associated muscle spasms. The healthcare provider (hcp) usually "steps it up" a little bit every time they go back where the caller starts it out low. Follow up with the hcp is to be conducted. Follow up information received from the hcp on nov-28 reported that the cause of the spasms was from the patient having the device turned off, which was resolved by turning the device back on. To resolve the shocking in the head/neck and muscle spasms the patient was re-educated on charging the device and when to leave it on. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.